Manufacturer narrative:
The autopulse platform in the complaint will not be returned to zoll for evaluation because zoll provided instructions to the customer to clear the ua45 advisory message, and the customer successfully cleared the ua45 using zoll's guidance. Therefore, device evaluation and service were not required to be performed by zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The crew attempted to troubleshoot the issue by pulling up the lifeband twice to reset it, but the platform did not retract the lifeband to size the patient. This led to a one-minute pause in treatment until the crew switched to manual CPR. No consequences or impact on the patient.

Manufacturer narrative:
**UDI related data quality updates only.**